Event description:
It was reported that the patient experienced a loss of therapeutic effect ("the stimulation was not working"), with an increase in lower back pain and severe hip pain. The patient also had stimulation in the ribs. The patient was seen by the physician. It was later reported that the manufacturer representative met with the patient on (B)(6) 2011. It was only possible to provide the patient with some leg stimulation at this meeting. The patient had had multiple lithotripsy sessions for kidney stones. It was suggested that the lithotripsy may have damaged the patient's implantable neurostimulator system. Impedance readings were out of range for lead electrodes 1, 4, and 5. It was thought that impedance readings were greater than 20,000 ohms. The patient had imaging of the leads performed about six months ago, but the results were not known. The patient also had a lead revision approximately eight months ago, as the leads had migrated. It was noted that the patient had a history of noncompliance. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3778 lot# v416777019 implanted: (B)(6) 2010 explanted: na; lead model 3778 lot# v400681036 implanted: (B)(6) 2010 explanted: na; programmer model 37743 lot# nke119128n; recharger model 37752 lot# nka119210n.